Event description:
The contact called in for help with the meter. When the meter was turned on, it was discovered segments were missing. The contact did not allege the customer experienced any adverse events due to missing segments. The meter is to be returned for evaluation, and a replacement meter will be sent.